Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device reference 1 of 2. Manufacturer report: 3006705815-2017-07131. It was reported the patient's scs leads migrated. Surgical intervention was taken and the leads were repositioned. Effective stimulation therapy was reportedly restored post- operatively.